Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test and unit failed as unit has no voltage the reported event of bluetooth connection between transmitter and g5 mobile app issue was confirmed. The root cause was determined to be a defective transmitter.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report permanent out of range signal on (B)(6) 2014. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).